Event description:
Boston scientific received information that this device may have early battery depletion. The device showed a charge time of 18.9 seconds and a voltage of 2.65. The patient stated that they are hearing tones emitting from the device, which is one indicator used to alert elective replacement time. The device will be replaced.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted electrocautery marks on the case and tool marks on the case and header. There was minor body fluid contamination in the lead barrels. The interrogated monitoring voltage is 2.63v. The battery status is end of life (eol). Eol was reached post explant. A review of the device memory noted no resets or fault codes. The device reported 2 ecc memory corrections with the last one occurring in three years ago. The maximum charge time while implanted = 21.229. Elective replacement indicator (eri) was declared with a charge time of 19.09 seconds at a monitoring voltage of 2.65 volts. Eol was not declared. The device and battery behavior match that of trended units that reach eri/eol prematurely due to a higher than expected cell impedance increase. The device passed therapy verification testing. The cause of the extended charge times is the increased internal impedance of the cell.